Event description:
It was reported that while in use on a patient, the pace light went on, constant signal output, unable to reset device, then the screen went totally blank. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main pcb (printed circuit board) is out of electrical specification; main pcb failed active current drain. Upper and lower cases and side bail covers are broken. Battery contacts are compressed. The ring is bent. Battery drawer and battery drawer o-ring are contaminated. Encoder flex is out of mechanical specification (dented trace). A detailed analysis was performed on the main pcb. This analysis found that an integrated circuit-regulator was out of specification, which caused the failure mode. (B)(4) ventricular cable is open.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that while in use on a patient, the pace light went on, constant signal output, unable to reset device, then the screen went totally blank. The device was returned for service. The ventricular cable was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Main pcb (printed circuit board) is out of electrical specification; main pcb failed active current drain. Upper and lower cases and side bail covers are broken. Battery contacts are compressed. The ring is bent. Battery drawer and battery drawer o-ring are contaminated. Encoder flex is out of mechanical specification (dented trace). (B)(4) ventricular cable is open.